Manufacturer narrative:
Date of event: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed but was within manufacturing specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, it was reported that the additive droplets were "larger than normal and they were yellow in color". No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.